Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report # 2916596-2020-03092. It was reported that the patient had a low speed operation down to 7020 rpm (below the patient's set low speed limit). The patient also has some wire damage on the controller side of the cable. The vad coordinator stated that they will be changing the patient's controller. No pump off alarms occurred. A log file review was requested. The log captured a long string of low voltage events on (B)(6) 2020 at 20:10 while using battery power and continued until 20:46. Also noted during these events was a low speed event at 20:44 with speed noted at 7020 rpm. Technical services spoke with the vad coordinator. Per the conversation, the patient does not have any signs and symptoms of heart failure or any other issues. Ldh was currently pending. Technical services advised the vad coordinator to have the patient call in with any further similar events. The patient was given new batteries but may want to check the battery clips for debris on the contacts or maybe try the backup battery clips.

Manufacturer narrative:
Sections d4 & h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a brief low speed event; however, a specific cause for this finding and a direct correlation to heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020, at 21:55:51 through (B)(6) 2020, at 10:06:19. One brief low speed advisory alarm was captured on (B)(6) 2020, at 20:44:36. At this time, pump speed was captured at 7020 rpm, 1380 rpm below the low speed limit. Additionally, multiple low voltage advisory alarms were captured on (B)(6) 2020, while the controller was connected to 14v batteries (investigated under (B)(6). No additional low speed events were captured. No pump stops or hazard alarms were captured for the duration of the file. A specific cause for the low speed event could not be conclusively determined through this evaluation. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hmii lvas, serial number (B)(6), and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. Section 1 of this IFU provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of this IFU outlines all system controller alarms, including low speed advisory alarms, as well as how to respond to each alarm. No further information was provided. The manufacturer is closing the file on this event.